Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the device was returned and preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the ventricular lead impedance was greater than 9,999 ohms and no ventricular pacing capture was observed. It was questioned whether it was a lead integrity or a device header issue. The device was explanted and replaced. During the device explant, the lead checked out ok and was not replaced. No patient complications were reported as a result of this event.